Event description:
It was reported by the customer "PICC broken inside patient approximately 3,5 cm in during blood transfusion. The rest of the catheter had to be removed in surgery." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a break in the catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc solo was returned for evaluation. An observation of the returned catheter revealed a break just distal of the 3 cm depth marker. Tensile weaknesses and other microscopic observations near the break site reveal pulling forces were the likely cause of the break in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "PICC broken inside patient approximately 3,5 cm in during blood transfusion. The rest of the catheter had to be removed in surgery." No other information was provided.